Event description:
It was reported that the ventilator's air gas module was contaminated with water/liquid. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested. The user facility performed testing themselves. It was reported that the ventilator failed the pre-use check. During inspection, it was noticed that the air gas module was contaminated with water. The repair was performed by a third party. The replaced part was not returned for investigation. No ventilator logs were provided. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system. H3 other text : 4111